Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the anterior tibial (at) artery shut down and the pt required above-the-knee amputation (aka). This pt was already scheduled for an aka, but the family requested that the physician attempt atherectomy in an effort to provide blood flow to the pt's lower extremities and salvage his limb. The lesion being treated was 95% stenotic, extending diffusely through the sfa and popliteal and into a tight at artery with single vessel run off. The physician used a contralateral approach to access the target lesion. The lesion was crossed with the crossing catheter in conjunction with the v-18 and 0.014" guide wires. The physician planned to sand a small channel through the sfa in an attempt to provide blood flow to the ischemic left limb. The lesion was made up of calcium as well as clot, which was retrieved with a thrombectomy device. The first oad would not spin once inside the body and was exchanged for another of the same size. The physician was successful at crossing the lesion, sanding through, and opening up the sfa, but the at artery shut down necessitating follow-through with the plan for surgical aka. Three requests for additional info regarding this event have been made, but no info has been received.

Manufacturer narrative:
Device analysis: the device has not yet been received for analysis. The device eval will be provided in a supplemental report once the device has been returned for analysis. (B)(4).